Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, to claim no vibration on (B)(6) 2016. There was no report any injury or medical intervention. No additional event or patient information is available. Complaint device was returned for evaluation. A visual exterior inspection was performed on the receiver and it passed. Data was downloaded from the receiver and reviewed, finding no errors related to incident. A global receiver functional test was performed on the receiver and it passed, finding no failure. The complaint of 081 no vibration was confirmed. The root cause could not be determined post investigation.